Event description:
It was reported that during an intravascular ultrasound diagnosis procedure, resistance occurred. A deployed 2.5x8mm promus stent was fully expanded and well apposed in the unspecified target lesion. An atlantis sr pro imaging catheter was advanced to the target lesion and became caught on the distal edge of the 2.5x8mm promus stent. Using a little force the catheter was removed from the patient. The procedure was completed with another of this device and the patient's status is good.

Manufacturer narrative:
Age at the time of event:18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).